Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had their implant replaced due to normal battery depletion. Since replacement, the patient said their new ins "hasn't been helping like [the patient] thought it should, [the patient is] going to the bathroom a lot at night." They were at 2.3v and increased to 3.0v the morning of the initial report. The patient is going to try this setting to see if it helps with their symptoms. As a result of what was reported, the patient was also redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient; they were responding to the letter the manufacturing company sent them. Patient said their implantable neurostimulator (ins) just doesn't help as much as they thought it would. The patient hoped it would be better, but they still go from 3-5 hours; sometimes even 2 (seldom). The patient said they can't contain the flow so they have accidents. The patient added their activity level hasn't changed. They try to control the amount of liquids even though they aren't consuming enough. When they try to get up from bed or a seated position, the flow starts but doesn't continue all the way to the bathroom so they have to change 2 times a day or night. The patient wishes they could be more positive, but they can't. The patient further added they have to buy the heaviest detergent available and they sometimes use two loads worth. The patient still has to change all their underwear sometimes two times a day. "I wear them 24-7." No further patient complications have been reported as a result of this event.